Event description:
As reported in the descover registry database, during a coronary procedure a pt had 2 cypher stents implanted in the mid lad. The first one was a cypher (2.5 x 18mm) and the second one was a cypher (2.5 x 8mm). The lesions were de novo, classified as native and were predilated. A bare metal stent was also implanted on the proximal lad lesion (3.5 x 12mm). Direct stenting technique was used. There were no procedural complications or device malfunctions were noted. The success of the procedure was complete. As later reported through add'l investigation, during the case 1 of the cypher stents came off the balloon on the sterile back table.